Event description:
A customer contacted baxter's technical service center regarding a system error 2240 alarm that appeared on the home choice (hc) display during fill 1. The home patient became disconnected from the transfer set. The home pt contacted the doctor and there was no more therapy done that night. There was no pt injury or medical intervention indicated at the time of the initial report.